Event description:
Customer reportedly received blood glucose result of 605 mg/dl on the advantage system. The result outside the numeric range of 10-600 mg/dl of the device. During the troubleshooting, customer reported missing segments on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.